Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via facility medwatch# 5059774 . It was reported that a coil component detached and migrated. A 3mm x 4cm interlock 35 was selected for treatment. During the deployment of the coil, the interlocking arm became separated from the wire and migrated into the patient's body. It is visible on x-ray and is unable to be retrieved. No further patient complications reported.